Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, vomiting, dehydration and high ketones. The patient was treated with insulin, saline and dextrose; all were delivered intravenously. Patient was also given an antibiotic in case an infection developed due to his high white blood cell count. The patient was released after spending 2 days in the hospital. The pod was removed at the hospital and discarded. The patient's blood glucose history is as follows: time bg(mg/dl) : 5:21pm (pod applied), 10:00pm 400 (at hospital; pod removed).